Event description:
Litigation papers allege in the three years following her surgery, patient has suffered from extreme discomfort and pain in her hip. It is further alleged it has become increasingly painful for her to walk or sleep on her left side. (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified (part/lot) and doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.